Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a pump error 19 alarm during rewind. During troubleshooting, insulin pump received a pump 81 and pump 63 alarms. Customer's blood glucose was 147 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The device was received with operating currents within specification. The device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 19 or pump error 81 were noted during testing. Pump error 63 found at the formatted history file with a variable due to a software anomaly. The device was received with minor scratched display window and case.